Manufacturer narrative:
UDI number for this product code is not required. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was limited to the user facility information provided and review of quality documents. The product code and lot number was not provided by the user facility. Record review back to the last five (5) years was conducted with no relent findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the limited information received by the user facility. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported needle breakage during a procedure. Follow up communication with the user facility reported the following information: the IV cannula was placed in the patient's radial artery on (B)(6) 2017 as part of the anesthetic, for intraoperative invasive blood pressure monitoring; it was placed successfully first pass under ultrasound guidance, no guide wire used, it was taped and secured no stitches involved; monitoring this cannula was normal; the cannula and invasive bp monitoring was continued in intensive care postoperatively where the cannula continued to function normally; on the (B)(6) 2017 the arterial cannula was removed in intensive care as it was no longer required; upon retraction the cannula broke leaving about 45 mm of the cannula in patient's radial artery, which was confirmed on radiological imaging; and the patient was taken to theatre on (B)(6) 2017 to undergo surgical retrieval of the cannula from radial artery, with surgical dissection of the artery.